Event description:
It was reported that after a da vinci surgical procedure, it was noted that the orange insulation on the monopolar curved scissors instrument was peeling. The planned surgical procedure was completed. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instrument's tube extension pad printing was removed. The pad printing had been removed from the distal end of the tube extension. The removed pad printing measured approximately .121 x .076. Failure analysis concluded that the pad printing removal was likely due to mishandling/misuse. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the pad printing removal if to recur could cause or contribute to an adverse event.

Manufacturer narrative:
The instrument has not been returned for evaluation. At this time, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted after the evaluation has been completed or if additional information is received. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.